Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error message was received via the pump. Contact did not have the pump at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.